Manufacturer narrative:
Concomitant medical products: 4 non-cfn/bd connectors; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the end of the extension set broke off in the cap when changing the set. The set is changed every seven days when the caps on the lines are changed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the end of the extension set broke off in the cap was confirmed. Visual inspection showed that the male luer tip of the extension set broke off evenly with no signs of damage or deformities on the remaining portion of the tip or collar. The broken off tip was found lodged into the non-bd connector. Functional testing was not performed due to the obvious damage. The root cause was not identified.